Manufacturer narrative:
In the case description, the user mentioned that boluses would take 4 to 8 hours to deliver. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found no evidence of a delay in bolus delivery. The audit log files showed that after the start of each bolus, the bolus completed command was received by the controller from the pod shortly after the immediate duration calculated for each bolus. The logs showed no delays of 4 to 8 hours between the start of a bolus and the end of a bolus. The log files showed evidence that boluses were being delivered by the system as expected.

Event description:
It was reported that ever since the patient started with omnipod 5, every time he delivers a bolus it takes between 4-8 hours to deliver it, resulting in delay of bolus delivery. Patient reported that their blood glucose levels were over 400 mg/dl as a result.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.